Manufacturer narrative:
After battery installation unit gave an unexpected flashing white followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly.

Event description:
Customer reported via phone call that the screen was beeping and flashing white display. The customer¿s blood glucose level was 250 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.